Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a brow lift procedure on (B)(6) 2012 and suture was used. When the surgeon was suturing the subcutaneous tissue, the needle pulled off of the suture. The surgeon was able to visualize the needle and make a small incision to retrieve the needle. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.